Event description:
It was reported that a patient had one cadd legacy pump alarm error code 1836, and second pump alarmed no disposable--serial number 332579 with remodulin cassette lot number 4196398. No patient injury was reported.

Manufacturer narrative:
No product was returned however the pumps operators manual states that the pump will alarm with various "error" codes which indicates a potential problem with the pump. The user manual also states if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified for this complaint ((B)(4)). It should be noted that pump s/n (B)(4) is associated with "npr" complaint (B)(4) and the disposable lot number 4196398 is associated with "npr" complaint (B)(4).